Event description:
Information received indicates the brake and steer functions are not working. The brake will set but does not hold.

Manufacturer narrative:
The technician replaced the brake and steer casters to repair the bed.